Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. One (1) sample was delivered to curia for analysis. Sample evaluation indicates that a pre-released trigger finger is the cause of this complaint. Root cause due to supplier issue. Corrective actions implemented by supplier and takeda CAPA pr 3951218. A lot trend was not identified. A review of the monthly report ((B)(6) 2024) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for ytd2024 is approximately (B)(4) compared to 2023 (B)(4) and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from takeda customer service on (B)(6) 2024: per email: 1 vial would not mix.